Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been provided.

Event description:
The customer observed a falsely elevated alinity c magnesium result generated on an alinity c processing module for a 72-year-old male patient. Initial result = 3.01 mmol/l, repeat result = 0.86 mmol/l. There was no impact to patient management.